Event description:
Vent alarms without ability to silence or properly reset it even though there is no problem with the pt and ventilator set up. Vent replaced at the time of alarm failure. No effect on pt at the time of alarm failure. Covidien in facility (B)(6) 2011 to service vent and communication board was replaced.